Event description:
It was reported that one solution administration set was leaking below the fill chamber and the fluid dripped onto the nurse. The set was filled with normal saline. There was no patient involvement, so there was no patient/user injury or medical intervention that was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Initial visual inspection showed no obvious abnormalities, however functional testing identified a leak from the drip chamber outlet port. Closer visual inspection of the leak location showed that the tubing was crimped at the assembly point of the drip chamber outlet port which caused a channel leak, thus confirming the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). There was patient involvement, however there was no patient injury or medical intervention associated with this event. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.